Manufacturer narrative:
(B)(4). The customer reported the device powered off during the 150j shock test segment of opcheck and that the device then failed to power up. The condition presented during testing. There was no pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device powered off during the 150j shock test segment of opcheck and that the device then failed to power up. The condition presented during testing. There was no pt involvement.